Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca had no insulin flow while priming, and the consumer had to go through "2-3" pen needles before being able to complete the injection. Additionally, it was reported that it was difficult to turn to the dosage numbers on the pen. The following information was provided by the initial reporter: "consumer reported some of her pen needles are not working properly, exact amount unknown. Stated she does prime before each injection but during priming there is no insulin flow on some of the needles. Stated that sometimes she has to go through 2-3 pen needles before she can complete her injection. Stated that sometimes the bottom of her insulin pen is difficult to turn to the dosage numbers."